Event description:
Steris contacted the customer for more information on the injured nurse, however none was made available.

Event description:
Director of plant operations requested a safety inspection of all lights in their or's due to an incident which happened in 2008. The claim is a dr. Was attempting to move a light that he claimed seemed stuck. When he pulled hard on it, it became unstuck and struck a nurse in the head causing a concussion.

Manufacturer narrative:
During the safety check performed by steris technicians, no obvious defects were found. The technicians did adjusts all the brakes on all the lights in the room. Equipment is maintained by plant operations. They did previously request a pm performed in 2007 by steris. All lamps were changed to steris bulbs from a competitor brand. All brushes were changed and brakes adjusted. Describe corrective action or repairs: checked lights and all mounting hardware. Adjusted brakes.